Event description:
It was reported that the physician's handheld becomes stuck and moves too slow. The physician indicated that he would like a new programming system. A company representative went to troubleshoot and was not able to duplicate the issue. The physician was able to duplicate the issue with a company representative and a hard reset was performed which resolved the issue. The physician still reported that he would like a new programming system because he is tired of dealing with this issue. A new programming tablet was provided to the physician. The handheld is expected to be returned to manufacturer for analysis, but has not been received to date.

Event description:
Additional information received revealed that the physician will not be returning the handheld in question.